Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8835, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported there was no issue. The patient thought they had more boluses in a 24 hour period than what was programmed. There were no symptoms associated with the event.

Event description:
It was reported that the device seemed to stop for 24 hours for some reason. The device resumed normal function after an interrogation. The patient was having concerns regarding their device or therapy, but was working with their healthcare provider or manufacturer¿s representative. An appointment date of (B)(6) 2015 was provided. The pump was used to infuse bupivacaine and morphine. No interventions, patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).